Event description:
A malfunction occurred with a code displayed as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.